Event description:
Info received indicates the when applying the brake, the wheels will lock but casters continue to swivel.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.